Event description:
It was reported that the patient had a sudden loss of consciousness when lying down. Per follow up, the patient has not contacted the clinic regarding this matter. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.